Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 25 days after the dental implant was installed in intraoral region #12 it was verified its non osseointegration. 70 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii).